Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% in-stent restenosis (isr) lesion of an unknown type stent was located in an averagely tortuous unspecified vessel. The lesion's degree of calcification is unknown. While attempting to treat the lesion, the quantum maverick mr 20mm x 3.0mm balloon catheter ruptured at 26 atms after about 20 seconds on the first inflation. It was reported that the physician understood that the pressure was over rated burst pressure (rbp). The procedure was completed successfully with another of same device. There were no pt injuries or complications. The patient's status was reported as "no problem."